Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) incision site did not heal, had "scabbed over" and had leaked "clear to yellow fluid". It was further reported by the patient that the icm had migrated towards the incision site. The patient was treated with antibiotics. The icm remains in use. No further patient complications have been reported as a result of this event.